Event description:
A customer reported that during a procedure the system shut down on it's own and did not come back on. The surgery was completed using an alternate system with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).